Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional on 2017-jan-30 reported the patient has been "lost" to follow up a while back. No further information was received.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and con centration and morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported in (B)(6) 2016, alarm heard/telemetry not yet performed. It was reported patient's pump had run dry and had been alarming letting the patient know it needs to be replaced. The reason for the call was healthcare professional (hcp) was needing magnetic resonance imaging (MRI) guidelines for the pump. It was stated hcp had no further information about the alarming pump. It was noted alarm was heard, but no 8840 was available. It was noted to contact the managing hcp. No symptoms were reported. It was reviewed to let the patient know to follow up with their managing hcp to check on alarm. It was noted caller (hcp) was called back to ask the next question about MRI and to reconfirm that patient has a lead in place from their neurostimulator so the MRI guidelines that were sent only applies to the patient's pump.